Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient¿s pacemaker had migrated and both right atrial (ra) and left ventricular (lv) leads were dislodged due to the twiddler's syndrome. The ra lead exhibited loss of capture, p-wave amplitude variation and damaged. The patient's pacemaker and lv lead were revised during the procedure and remained implanted, meanwhile the ra lead was explanted and replaced on 30 jul 2024. The patient was discharged with no reports of adverse consequences.